Event description:
It is reported that the device was implanted in 2008, and revised in 2008, due to the femoral component loosening.

Manufacturer narrative:
Evaluation summary: the device was in vivo for approx 8 months. No product or x-rays were returned for review. The pt was revised due to the femoral component becoming loose. The pt's physical therapy regimen is unk. Events leading to the revision are unk. Based on the available info a definitive root cause can not be ascertained at this time. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.